Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after having a seizure and experiencing a blood glucose (bg) level of 42 (mg/dl) following a 24 unit bolus delivery. The customer's health care provider believes the customer mistakenly entered a 24 units bolus instead of 24 carbohydrates into the pump. While hospitalized, the customer was treated with dextrose and released (B)(6) 2016.